Event description:
It was reported that the cutting loop detached from the electrode during an endometrial ablation procedure. It was further reported that the loop was retrieved from the pt.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.